Manufacturer narrative:
The impella device was returned, and an evaluation is underway. Upon investigation closure, a supplemental MDR will be filed.

Event description:
The complainant reported a 55-year-old male patient with cardiomyopathy was implanted with an impella 5.5 for mechanical circulatory support. It was reported that the associated automated impella controller (aic) started alarming for a low battery after being unplugged for only four minutes and then alarmed for impella controller error. The staff inspected all plugs and confirmed their functionality. The staff then exchanged the aic. No patient harm has been reported and the patient remained on impella support.

Manufacturer narrative:
The investigation aic - battery charging/other issues has been completed. After reviewing the logs, the reported battery level low issue was confirmed. There was a single instance of battery level low (50%) which is one day before the reported occurrence date. Device analysis: console was tested after arriving in field service. The reported battery level low alarm issue was unable to be reproduced. The internal cells of the batteries appear to be healthy after running battiest. The likely root cause of this issue was a momentary communication glitch between the pbm and the batteries.